Manufacturer narrative:
Implants were not returned for evaluation; therefore, the customer's complaint could not be verified. The driver used in this procedure was inspected and was found within specifications. DHR review revealed nothing relevant to this event. The cause of the event was not determined.

Event description:
Implants did not slide easily on driver; all pulled out of the bone with driver. Attempts made with four implants from the same lot. Surgeon re-prepped hole for a larger implant and completed case. No adverse consequences reported with pt, but 1 hour delay in surgery. This device is used for treatment.